Manufacturer narrative:
Per the tandem user guide: "delivering large boluses or delivering multiple boluses back-to-back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 29 mg/dl. Reportedly, the customer manually gave a correction bolus after the control software delivered an automatic correction bolus. Customer required assistance consuming carbohydrates and glucose tabs to treat bg level. Additionally customer alleged a ¿neck injury¿ but declined to give any further information. Recommendation was made to consult with healthcare provider regarding diabetes management.